Event description:
A discordant, falsely low lactic acid (la) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument the following day and was repeated again auto-diluted, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low la result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc instructed the customer to replace and align sample probe 1. The customer ran precision tests and results were within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low la result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.